Event description:
False v-tach alarms. Error was detected on previous occasions as well. Patient had a heart rate of 71 with a very consistent, typical qrs. However, bedside and central monitors indicated a v-tach alarm. Alarm would extinguish when bedside monitor was disconnected from central, indicating the error was generated from the central monitor. Cycling power on the central station monitor restored proper operation. Biomedical technician adds that manufacturer has acknowledged that this can occurred after a period of constant operation and without any power down time. It cannot be verified how many of the bedside monitors were on at the time of the device failure. It is the reporter's understanding that this type of device failure actually happened in two (2) of the icus at different times. One is a 10-bed unit, the other an 8-bed unit. Most of the beds in these icus are full most of the time but the number of monitors in use at these specific times is not known. The problem is caused when a v-tach alarm is suspended at the bedside monitor instead of being fireset. This causes that particular alarm to go into a loop at the central station monitor, but it only affects that particular bedside monitor. There is no reference to this type of problem occurring in the operator's manual. However, in april 2002 this problem was corrected by an upgrade in the manufacturer's software.